Event description:
It was reported that the patient was explanted of concerned ci on (B)(6) 2013. As per comment on the device explantation report, the patient has a hypoplastic cochlea with one and a half-turns. The electrode array was placed only 4mm inside the basal turn of the cochlea. The explantation was necessary because a previously diagnosed cholesteatoma was seen.

Manufacturer narrative:
The device has been explanted and should be returned to (B)(6) where it will be evaluated. When available, a device failure analysis will be submitted as a follow up report.